Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for spinal pain reported that about a week ago they were in a lot of pain and had to double up on their pain medications because they couldn't charge their implant or recharger because the connector pin was loose and bent on the desktop charger. No out of box failure was reported.

Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the connector pin was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.